Event description:
Have had eye problems for the past several months. Have gone to an o.d. And m.d. For epithelial corneal damage on both of my eyes. My left eye is worse than my right eye. I have been using amo complete moisture plus contact solution for the past couple years. Stopped using product after I heard the report of the recall. Dose: many drops to contact lenses. Frequency: daily. Dates of use: approx 9 months 2006 - 2007. Diagnosis or reason for use: contact lens cleaning and storage.